Event description:
It was reported by the affiliate that during an unknown procedure, to open a recharge of the device, it came with one of the side wings broken; so it was impossible to mount the load on the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. It is unknown if the reload will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Batch # m52x1f. The analysis results found that a sr75 reload was received with the right gripping surface damaged. The cartridge reload was tested for functionality with a test device cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The cartridge was loaded into the test device without difficulties during the visual and functional testing. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.